Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. A potential root cause for this failure mode could be due to improper tank cleaning and preparation or catheter encrustation and blockage by bacteria biofilm. The lot number is unknown; therefore, the device history record could not be reviewed. A labeling review was unable to be completed due to an unknown product code. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that before using the magic 3 catheter, the patient was on a foley and had a uti ¿all the time¿ , and since he started using them in november he¿s only had one uti.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that before using the magic 3 catheter, the patient was on a foley and had a uti ¿all the time¿ , and since he started using them in november he¿s only had one uti.